Event description:
Int'l (australia) complaint received reporting leakage problem with use of one ch2000s-pc spiros, spinning connector, lot# unknown and hospira plum set. It was reported "... Connected the spiros connector to the distal end of the plum taxol line. Line was primed and connected to the patient and taxol treatment commenced. Spiros clicked after a quarter turn but leak occurred at the join of the taxol line and the proximal end of the spiros." It was also reported that "..patient had taxol leak onto their skin at joint point. Normal hospital procedure .. Was undertaken, new line set up with spiros an recommenced taxol treatment. There was no delay in critical therapy, no blood loss, no patient/user harm, adverse event or medical intervention required."

Manufacturer narrative:
Manufacturer's investigation: device return: one used ch2000s-pc spiros, spinning connector and partial plum tubing set. Engineering testing and analysis recorded no leakage detected at the luer connection between the returned ch2000s-pc and mating set luer. Engineering testing and analysis cont. The test results did document an internal leak in the spiros connector. Additional engineering analysis of the internal spiros components identified that the blue half seal of the spiros connector was not seated properly. The spiros was disassembled and analyzed. The findings documented damage to the inner seal surface as well as damage to one of the orientation tabs. These component damages/condition(s) most likely occurred during the manufacturing processes. Add'l investigation data identified a potential contributing cause could be a lack of silicone while the part(s) are assembled. The engineering efforts focused on the machine reservoir that holds and dispenses the silicone for the affected processes. The machine/equipment vision system is designed to signal a fault when reservoir volumes ar low. The equipment/reservoir is than manually filled and reset. Although components parts are contained during this process, it is possible that operator error occurred and this unit was missed. ICU medicals continuous improvement initiatives have identified equipment enhancements that will facilitate automatic fill up of this reservoir thereby eliminating operator dependability. Validations, qualifications and implementation activities are in progress. Record review: a two year review of the complaint data base for this issue/similar findings recorded no add'l reports/investigation findings. Conclusion: the reported product issue was confirmed with the one ch2000s-pc that was returned. The most likely cause(s) were determined to be attributable to human error and an unusual, isolated set of circumstances.